Manufacturer narrative:
Upon investigation, the clinical coordinator stated that the user did not have burns to her face, the clinical coordinator, (B)(4), stated the user did have ppe (face shield, gloves and gown) at the time of the incident. The user went to the emergency room and was treated for inhalation and burning eyes. The user was treated, released and reported back to work. The service tech stated that the hinge on the door of the washer-disinfector was broken due to a foreign object being left under the lid while closing it. This resulted in misalignment of the lid, the lid was left in this position causing a gap to be present. This gap allowed a loose adapter in the chamber to spray the disinfectant chemical down the front of the machine. The tech checked the function of the unit, no leaks were found. The lid was properly adjusted.

Event description:
During use of the system 83 plus, the disinfectant cidex leaked on the floor from the machine. It was reported that the user went to the emergency room due to chemical burn to face.